Event description:
The duett pro sealing device was deployed following a procedure in the common femoral artery. Following the deployment, the pt experienced oozing and loss of pulses. An occlusion was confirmed. Treatment consisted of thrombolysis. No further info is available.